Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, sensor board and power management board were replaced to address the issues.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use.